Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026 wherein the right lead was explanted and replaced to address lead migration. Therapy was restored post-op.

Manufacturer narrative:
Corrected: d4. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced uncomfortable stimulation. X-rays confirmed one of the leads has migrated and investigation was unable to confirm which one. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000161900.